Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the connection of the tubing to the cardioplegia outlet port on the rx25rw oxygenator could be taken apart easily. This tubing is received in a tubing pack kit and the customer attaches the tubing to the port on the oxygenator. This connection was not tie banded. No pt involvement as this occurred during setup. Product was changed. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).